Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Patient requested to keep it.

Event description:
On (B)(6) 2016, patients had a profyle surgery in the (B)(6) hospital. Everything was normal in the process of operation, according to the standard profyle manuals with the salesman to guide doctors to use equipment and the intraoperative filmmaking was all normal too. However on (B)(6) 2017, the product was found to fracture. The hospital complains that there is a quality problem of the profyle product, which requires a third party appraisal.

Manufacturer narrative:
The reported event that m profile plate, l-shape, 90 degrees, regular, left, 6 holes was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided (as the patient is reluctant to return the material). More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2016, patients had a profyle surgery in (B)(6) hospital. Everything was normal in the process of operation, according to the standard profyle manuals with the salesman to guide doctors to use equipment and the intraoperative filmmaking was all normal too. However on (B)(6) 2017, the product was found to fracture. The hospital complains that there is a quality problem of the profyle product, which requires a third party appraisal.